Event description:
The device was used during a pulmonary resection procedure. Reportedly, the instrument was difficult to remove from the tissue. The surgeon removed the device with manipulation and applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
5/12/97 submission of supplemental report #1 to the FDA. Additional data entered in d9 and h7. Device evaluation indicated and codes entered in h3 and h6. Co's analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrences of this condition.